Event description:
A lab technologist removed a cover from a dimension vista 1500 instrument, and received an electric shock from a fan power cable. The technologist did not notice that the cable was out of its socket. The technologist continued working normally. It is unknown if he sought any treatment after receiving the electric shock.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse repaired the fan cable. The instrument is performing according to specifications. No further evaluation of the instrument is required.